Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a ?defib fault 76? Message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the pace/defib engine board. The board was scrapped after testing. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.